Event description:
It was reported that both clamps on one of the customer's new budde halo had cracks on them. The product was not in contact with the patient and there was no patient injury. The event did not lead to a significant increase in surgery time. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: device history record reviewed for this product ID lot code 108822/141 (manufactured on (B)(6) 2014 ) show no abnormalities related to reported incident found. Devices with lot code 108822/141 passed all required inspection points with no mrr¿s, variances or rework associated to the devices. A two year look back in trackwise for this reported failure and or related to "cracked " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. Conclusion: root cause is the rusted support bracket, component flaw.